Manufacturer narrative:
(B)(4). Although the suspected device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2016-00398 pertains to the flexiva 365 laser fiber, manufacturer report #3005099803-2016-00399 pertains to the flexiva 550 laser fiber, and manufacturer report #3005099803-2016-00400 pertains to the accumax 1000 laser fiber. It was reported to boston scientific corporation on january 29, 2016 that a flexiva 365 laser fiber, a flexiva 550 laser fiber and an accumax 1000 laser fiber were used during a transurethral resection of a bladder tumor performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis verse pulse 100w console with 10w settings. According to the complainant, during the procedure, the physician had resected a bladder tumor near the ureteral orifice. To remove the remaining tissue and manage the bleeding, the physician used a flexiva 365 laser fiber (MFR report # 3005099803-2016-00398). However, the fiber tip broke off after a few seconds of lasering. A flexiva 550 laser fiber (MFR report # 3005099803-2016-00399) was then used but the same thing happened. A third attempt was made using an accumax 1000 laser fiber (MFR report # 3005099803-2016-00400), but its tip also broke off. Reportedly, the detached tips were successfully retrieved. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A flexiva 365 laser fiber was received for analysis. Visual examination of the returned device revealed that the exposed glass tip measured approximately 0.5mm and appeared used. Examination under magnification revealed that the pattern on the tip face is consistent with a fracture, indicating that the tip or portion of the tip broke off. There were no signs of damage or other imperfections noted along the body of the laser fiber. No damage was seen on the fiber face within the sub miniature-a (sma) connector. Functional analysis revealed that the ¿attach laser fiber¿ message cleared from the console after attachment indicating that the fiber was recognized by the laser unit. The aiming beam was bright, clear and scattered with an effective laser transmission of 60.2%. The condition of the returned device confirms the reported event. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
This report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2016-00398 pertains to the flexiva 365 laser fiber, manufacturer report #3005099803-2016-00399 pertains to the flexiva 550 laser fiber, and manufacturer report #3005099803-2016-00400 pertains to the accumax 1000 laser fiber. It was reported to boston scientific corporation on (B)(6) 2016 that a flexiva 365 laser fiber, a flexiva 550 laser fiber and an accumax 1000 laser fiber were used during a transurethral resection of a bladder tumor performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis verse pulse 100w console with 10w settings. According to the complainant, during the procedure, the physician had resected a bladder tumor near the ureteral orifice. To remove the remaining tissue and manage the bleeding, the physician used a flexiva 365 laser fiber (MFR report # 3005099803-2016-00398). However, the fiber tip broke off after a few seconds of lasering. A flexiva 550 laser fiber (MFR report # 3005099803-2016-00399) was then used but the same thing happened. A third attempt was made using an accumax 1000 laser fiber (MFR report # 3005099803-2016-00400), but its tip also broke off. Reportedly, the detached tips were successfully retrieved. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.